Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had blank display on the screen also received a low battery alarm. Customer's blood glucose level was 450 mg/dl. The customer was assisted with troubleshooting. Customer was advised to monitor the pump and call back if the error recurs. Customer will not return device for analysis.